Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Nurse called in to report hospitalization of customer due to high blood glucose and was diagnosed with diabetes ketoacidosis. Customer was admitted with a blood glucose level of 468 mg/dl. At the time of reporting the blood glucose reading was 202 mg/dl. During troubleshooting, it was found two weak battery alarms and two no delivery alarms. No further information reported.